Event description:
(B)(4). The insertion on the right side was excruciatingly painful. The doctor mentioned several times that "of course I was lateral". They attempted multiple times on the left side and were not able to get the implant in. On the 3rd attempt, I begged the doctor to stop as I could no longer take the pain of the insertion.